Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of a 1ml bd insulin syringe from lot# 8330541 were provided. The customer reported that whitish substances were found on the needle. The photos were examined, and it was observed that a clear material was near the opening of the cannula. A review of the device history record was completed for batch# 8330541. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that a syringe 1ml 29ga 12.7mm blister 200bx had foreign matter before use. The following was reported by the initial reporter: "whitish substances were found on the needle." Complaint from ha (kwong wah hospital). Please refer to the complaint message from haho."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 1ml 29ga 12.7mm blister 200bx had foreign matter before use. The following was reported by the initial reporter: "whitish substances were found on the needle complaint from ((B)(6) ). Please refer to the complaint message from (B)(6) ."